Event description:
It was reported that a delay longer than 30 minutes occured during surgery because the inner lining could not be installed.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned genesis ii constrained liner revealed no damage was observed on the inner surface of the implant or the porous surface. No material deviations were observed in the course of this investigation. From this investigation, it could not be determined why the liner would not seat in the shell intraoperatively. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A dimensional inspection was attempted; the damage/deformation at several features of the device would not allow for accurate measurement. The features that could be measured were within specification. A clinical analysis indicated that based on the limited information, the root cause of the liner not seating, could have been the "out of tolerance" shell but it cannot be confirmed as only the shell was returned for testing and examination. The liner was not returned for examination. The surgery was completed and there was no report of harm to the patient. A review of complaint history did not reveal additional complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.